Event description:
Patient came to the cardiovascular intensive care unit (cvicu) for a broviac removal. Broviac catheter broke during removal. Spoke with md and he stated that there was no issue with technique of removal or sedation. Patient required surgery to remove fragment. This broviac was implanted on [date redacted] and removed on [date redacted]. Broviac 4.2 single lumen cath #0600060 I#363659 - log349580. Manufacturer: bard peripheral vascular. Model/catalog number: 0600060. Event reported to the california department of public health (cdph) on [date redacted] as retention of a foreign object following surgery or procedure.